Manufacturer narrative:
A device history record (DHR) review was performed. And all required manufacturing processes and inspections steps were confirmed, to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed, normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
It was reported, that the system was extracted, due to possible infection and some mitral regurgitation. No visible sign of infection, erosion or vegetation was observed. The explant was successful. The patient was stable before and after the procedure.